Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. It was presumed that the foreign material may not have been removed due to an imperfection of proper reprocessing caused by a leakage which occurred at the biopsy channel. The cause of the leakage could not be further presumed from the information obtained for this investigation. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from the IFU: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged by foreign material. Additionally, the following observations were made during the device evaluation: the channel (ch)-tube was leaking. There was heavy angulation with the insertion tube. There was insufficient air/water flow and the plastic distal end cover (c-cover) was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had weak air and water flow. The issue was found during reprocessing. The customer did not find any foreign material and confirmed the device was reprocessed correctly. The device was not used on any patients after the weak air and water flow was detected. Inspection and testing of the returned device found the nozzle was clogged by foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.